Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported 21 false positive results for the flub target on the alinity m resp-4-plex assay. The customer stated they had been getting false positive for the flub target even though it is was not the season for flub in france right now. The customer said that they randomly picked some samples and retested them on another technique, just to confirm they were not positive for flub. The customer believes the issue also occurs on the sars target, although they did not have any confirmed false positive results at the time. All patients that are positive for sars are put in isolation and she believes some of these isolations were unnecessary because some might have been false positive. The customer reported the issue occurred on an additional alinity m instruments (see (B)(4)). Although the customer did not confirm a false positive results for sar-cov-2, this form will be run as worst case scenario false positive for sars-cov-2 target on the alinity m resp-4-plex assay. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Nvestigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The population analysis identified the customer data meets the specifications for alinity m resp-4-plex amp kit (list 09n79-090). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 is performing outside of established design performance specifications according to the amplification curves analysis. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 and its components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 525460. Complaint history review a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 525460. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 was not identified.